Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient's broken tube was found inside the body during hospitalization, and the catheter was left in place for 5 months without removal of the broken tube. Intervention is required to remove the severed tube. No other information was provided.